Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: a failed suture needle, was submitted to fractographic evaluation. The components were identified as product code vcp602h. It was requested that assess the fracture mode of the failure. A fracture was observed at the tip of sample b. One side of each needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture of sample a provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: a failed suture needle was submitted to fractographic evaluation. The components were identified as product code vcp602h. It was requested that assess the fracture mode of the failure. A fracture was observed at the tip of sample a. One side of each needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture of sample a provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? [Ans: one piece was retrieved, the other piece could not be found (nurse mentioned that x-ray and other measures have been implemented to make sure the unfound piece was not left inside patient).]. Was there any additional tissue damage as a result of searching for the needle piece? [Ans: no]. What is current condition of the patient? [Ans: unknown]. What was the size of the needle used? [Ans: 26mm 5/8 circle taper point needle]. Was more than half the needle retained in the patient? [Ans: no]. What tissue was being sutured when the event occurred? [Ans: used during wound closure]. Trade name - (B)(6). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Events reported via: 2210968-2021-11518.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, both 2mm and 1mm metal tips were found missing from two 2/0 5/8 needles during wound closure. There were no patient consequences reported. Additional information was requested.